Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the catheter's venous lumen was blocked and the guide wire couldn't pass through during insertion. The catheter was replaced and the procedure was completed using another catheter kit. There was no patient injury.